Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlin.net transmission. Multiple pause episodes were erroneously recorded due to undersensing on the implantable cardiac monitor. Programming changes were made. There were no patient consequences.